Event description:
During laparoscopic salpingectomy for ovarian cyst, uterine probe tip broke while md, physician, tried to measure uterine depth. The broken piece was seen in the fundus and was removed hysteroscopically by forceps.